Event description:
The left thalamus (cm) depth lead was replaced on (B)(6) 2024 after artifact and high impedance were observed during an ecog review in (B)(6)2023. A programming change was made at that time; the contacts involved with the high impedances were turned off. The patient was scheduled for a neurostimulator replacement to address routine end of life in (B)(6) 2024 and the lead replacement was performed at this same time. The cause of the break was possibly related to the clip that was used to secure the lead.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On 09 dec 2024 the left thalamus (cm) depth lead was replaced following artifact and high impedance which was observed during an ecog review earlier in the year, feb 2024. The first evidence of a lead break was in jan 2024. Troubleshooting included skin palpations while monitoring live ecogs, and initial treatment was to modify programming of the lead. The cause of the lead break was not determined.

Manufacturer narrative:
Comp-(B)(4). The explanted product was not returned to neuropace for analysis. Correction to - the origianlly submitted report was 3004426659-00082. 2024-00082 has been resubmitted and this follow up is the ture.